Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the loop recorder exhibited noise that appeared to be electromagnetic interference (emi). Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported complaint of emi interference was confirmed. The source of emi noise was unable to be determined. No device malfunction was found. The device behaved appropriately.